Event description:
It was reported that the doctor was using the sonic pin and had difficulty screwing the implant onto the handpiece. Once he secured it on the device and proceeded to fire the machine to implant the sonic pin the head of the implant immediately melted and sheared off. The implant was easily removed with a hemostat and we tried another implant from the same lot number. The same instance happened with the second implant though it was partially implanted and the surgeon chose to leave it implanted as he felt it gave fixation. We then opened an implant from lot number k279259 and it screwed onto the hand piece and was implanted with good fixation and good result. The surgeon felt the patient had stable fixation and was happy with the result of the implants and that they gave the patient good and stable fixation for the bunion osteotomy.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.